Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Jacket retraction forces reported as high. Stent placed in the contralateral graft limb. Successful implant.